Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evolutpro-29}; product lot/serial number (B)(6). Product type: {transcatheter aortic valve (tavr)}; implant date {(B)(6) 2018; product ID {ls-mdt2-2629}; product lot/serial number (B)(6). Product type: {compression loading system (cls)}; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the proper anatomical location, but the coronary arteries were not patent after implant. Subsequently, a coronary artery bypass graft (CABG) procedure was performed. One day post implant, an electrocardiogram (ECG) indicated a junctional escape rhythm and a left bundle branch block (lbbb). The junctional escape rhythm and lbbb both resolved; no treatment was prescribed. No additional adverse patient effects were reported. Additional information reported that no allegation was reported that the valve occlude d the coronary artery. It was noted that it was unknown, but unlikely that the valve or delivery catheter system (dcs) dislodged plaque that occlude the coronary artery. No percutaneous coronary intervention (pci) was performed. As it was reported in the history that a previous coronary artery bypass graft (CABG) was performed it is not clear whether another CABG was performed after the arteries were not patent and following the implant of the valve. Additional information reported that three days following the implant of the valve with this delivery catheter system (dcs), a pseudoaneurysm of the brachial artery and a small arteriovenous (av) fistula of the arteria femoralis communis were first observed. The pseudoaneurysm required a thrombin injection and prolongation of hospitalization. A drop in hemoglobin was noted. No overt bleeding was observed. The pseudoaneurysm later resolved. The av fistula did not require any treatment and resolved five days after onset. The pseudoaneurysm and av fistula were reported by the site as related to the valve implant procedure and not related to any medtronic device. No additional adverse patient effects were reported.